Event description:
Four days after a drug eluting stenting treatment procedure, the pt died. The pt had a taxus express2 8.8% 2.75 mm x 16 mm stent implanted in the left anterior descending artery (lad) in 2004 without complications. The pt presented at the hosp 4 days later in a full code cardiac arrest and died. An autopsy is being performed. No additional info is available at this time.